Manufacturer narrative:
On november 14, 2022, mentor received additional information indicating that the correct date of event was actually on (B)(6) 2016. In addition, the patient also experienced the following: thyroid disease, extreme fatigue, autoimmune issues, inflammation, anxiety, panic attacks, suicidal thoughts, depression, dehydration, heart palpitations, shortness of breath, gut issues, pain, headaches, dizziness, migraines, chronic inflammation, photosensitivity, swelling around eyes, cold extremities, discolored extremities, brain fog, cognitive dysfunction, memory loss, difficulty concentrating, word retrieval, paresthesia in extremities, vertigo, foul body odor, muscle weakness, muscle twitching, temperature intolerance, sensitivity to light, sensitivity to sound, persistent infections, nail cracking, nail splitting, slow nail growth, blurry vision, difficulty swallowing, dry skin, dry eyes, dry mouth, dry hair, tinnitus, mood swings, low libido, and adenopathies. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 12, 2021, mentor received additional information indicating that the patient also experienced several unexplained systemic symptoms, including hormonal imbalance, hair loss, weight gain, food intolerance, and breast pain. The patient also underwent bilateral capsulectomies and the capsules were sent to pathology. H6 health effect - clinical code e2402: generalized illness complication on the right breast/implant will be reported under mrn: 1645337-2021-04786. On april 19, 2021, the device investigation summary was updated with the following statement: at the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel, 300cc breast implant was found to be ruptured and was received in three (3) parts. In addition, a crease/fold within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 16, 2021, a product investigation of the product's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, a rupture is observed in the left implant. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On march 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered spontaneous left breast implant rupture, post-procedure. The patient went for surgery on (B)(6) 2021 for unspecified reasons, and the left breast implant rupture was discovered during the surgery. Subsequently, the implant was removed without replacement.